Event description:
Medtronic received information that during the attempted of the second implant of this transcatheter bioprosthetic valve, the valve moved from the target location. The valve remained attached to the dcs and was pulled into the ascending aorta, where it was left deployed. The decision was made to perform an open aortic valve replacement and to remove the two implanted valves. The valves were discarded. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: re-positioning of a corevalve is only recommended if annular contact has not been made. Once annular contact is made, the bioprosthesis cannot be advanced in the retrograde direction; if necessary, the corevalve instructions for use (IFU) states to take caution when moving the bioprosthesis in the antegrade direction. Once deployment is complete, re-positioning of the bioprosthesis (eg using a snare or forceps) is not recommended as it may cause damage to the patient. A cause for the valve dislodgement was unable to be determined with the limited information made available. It should be noted that dislodgement complaints are typically the result of tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and a number of other factors, and are typically not related to a device malfunction. The reported clinical observation does not indicate a potential manufacturing issue.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The customer discarded the valves. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.